Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 3.50 x 23 is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015 one 3.5x23 mm xience xpedition stent was implanted in the distal right coronary artery (rca) and two xience xpedition stents, sizes 3.0x33 and 2.75x33 mm, were implanted in mid to proximal left anterior descending (lad) coronary artery and the mid lad, respectively. The patient presented on (B)(6) 2015 with dyspnea. Coronary angiography on (B)(6) 2015 showed the implanted stents were patent, but stenosis was noted within 5mm of the 3.5x23 and the 2.75x33 mm stents. Medication was given and percutaneous coronary intervention was performed, resolving the event. No additional information was provided.